Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Eleven (11) photographs were provided. Evaluation of the photographs determined the following: the femoral component (mat. Number unknown) as well as the tibial component (nx051z) shows bone cement adhesive on the intended area. The post of the meniscal component is broken. Furthermore, the meniscal component is still fixed on the tibial component. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited.

Event description:
An adverse event was reported involving an unknown aesculap ag knee implant system. Specifically, an outside law firm reported that a patient experienced postoperative loosening. Patient underwent a revision surgery. Additional information was not provided.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.